Event description:
The facility stated that the lens became damaged in the cartridge as it was being manipulated through the lens delivery system prior to implant. There was no patient injury. It is unknow if there was a product malfunction.